Event description:
The customer reported that the device had no audio from the speaker. The reported problem was detected during device testing.

Manufacturer narrative:
Physio-control is continuing to investigate the report and will evaluate the device upon its receipt.